Manufacturer narrative:
The patient is no longer on device support due to cardiac recovery. Although the reported low flow events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. The inflow cannula malposition could not be confirmed through this evaluation. The majority of the data captured in the log file showed low flow hazard alarms due to the estimated flow falling below the low flow threshold of 2.5lpm. A specific cause could not be conclusively determined through this evaluation. No other atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 years and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital and presented with sudden low flow alarms observed on the system controller. The patient was transferred to intensive care unit (ICU) where a transthoracic echocardiogram (tte) was performed, which showed left ventricular end diastolic diameter (lvedd) and right ventricular (rv) function were unchanged from prior echocardiogram. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed 227 low flows in just under a 48-hour period .a ramp study performed reported that in reviewing all the echocardiographic images, the lvad was offloading the left ventricle. There was a clear inflow cannula obstruction causing turbulence and elevated velocities. The patient was listed as for transplant due to device malfunction, pump malalignment. Low flow alarms continued despite being on lactate ringers. No additional information was provided.